Manufacturer narrative:
Additional information: there was no medical/surgical intervention required as a result of the event. The patient was not placed on antibiotics. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a resolute onyx drug eluting stent. There was no damage noted to packaging. The device was not inspected. It is reported that after the procedure, it was discovered that the product was 11 days past its expiry date when it was implanted in the patient. No patient injury is reported.